Event description:
It was reported by remote transmission the patient presented to the emergency department with shortness of breath. The ventricular lead was capped and replaced due to pacing failure. A lead alert on the device was recorded prior to the lead revision and was cleared. The lower rate on the device was increased to help with the sob. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: product ID sedr01, implanted: (B)(6) 2012. Product ID 4092-58, implanted: (B)(6) 2013. (B)(4).